Manufacturer narrative:
A review of a provided video was completed, but it did not provide any insight into the root cause for AED not speaking. Based on the reported complaint the customer was notified that the AED should be removed from service. Although requested the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED has no sound, a depleted battery pack, and is reporting a service code. They reported that this did not occur during patient use.